Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During preparation, the clip performed as expected. During the procedure, while checking the grippers according to the IFU, the gripper was unable to be lowered. Troubleshooting was performed unsuccessfully. The triclip was removed from the patient and was analyzed post procedure. Two new triclips were selected and implanted successfully. The final tr was grade 1. Post-procedure analysis of the extracted triclip showed that the gripper line was broken. There was no adverse patient effects or clinically significant delay reported.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue and gripper line break were confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported gripper actuation issue appears to be related to gripper line break. However, a conclusive cause for the gripper line break cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.